Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had crack in reservoir compartment. The customer blood glucose level was unknown at the time of incident. Troubleshooting was performed. Reservoir was unable to locked in place when inserted into pump. Advise to customer discontinue use of the pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
(B)(5). Insulin pump received with broken reservoir tube lip noted. The test reservoir does stay locked in place.